Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) never connected to the mobile view station (mvs). Troubleshooting involved shutting down the ias and mvs and letting it sit powered off for 2 hours. Under supervision of the manufacturer representative over the phone the ias and mvs were booted within minutes of each other and this time the system booted properly and the ias-mvs established a connection. No patient was present at the time of the event.